Manufacturer narrative:
Date of birth: year of birth 1950. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a wire fracture occurred. The comet guidewire fractured while advanced through the guide catheter and into the right coronary artery. The fractured wire was snared using two different snares. The wire was removed and the procedure was closed, to be continued on another day. There were no patient complications and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the guidewire shaft was examined for any damage or irregularities. The proximal shaft was kinked and bent in multiple areas along the wire. The shaft was separated. The total distal tip that was returned is 4cm long. The total proximal length that was returned is approximately 176cm long. The finished product length for a comet wire is 185cm. This device shows that a portion approximately 5cm was not returned. It was confirmed that the missing 5cm of wire was not left inside of the patient. No other damage or irregularities were noticed. Functional testing of the device could not be completed due to the separation of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a wire fracture occurred. The comet guidewire fractured while advanced through the guide catheter and into the right coronary artery. The fractured wire was snared using two different snares. The wire was removed and the procedure was closed, to be continued on another day. There were no patient complications and the patient's status was stable.